Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th december 2025, it was reported by an arthrex employee via email that for an ar-8911ds, mini tightrope® repair kit, cannulated, stainless steel, the suture broke when the surgeon applied tension. This was detected during a lisfranc procedure on (B)(6) 2025. The procedure was completed successfully as another ar-8911ds tightrope implant was used. There was no rep present during the case.